Manufacturer narrative:
The device is reported to be available for evaluation, however, it is not yet received.

Event description:
The event involved a 60" smallbore ext set w/microclave® clear, clamp, luer lock where the customer reported that micro tubing or med tubing was found to have a leak while setting up lines. The device was being used for patient care. There were no other devices being used on the patient at the time of the event that may have caused or contributed to the event. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one used mc33352 smallbore ext set w/microclave for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 5/16/2025.